Event description:
The patient presented to the emergency department with fatigue and shortness of breath. The right ventricular leadless pacemaker (rvlp) was unable to be interrogated. A chest x-ray was obtained showing that the rvlp was dislodged and in the pulmonary artery. The physician elected to retrieve, explant, and replace the rvlp. The patient was stable before, during, and after the procedure.